Manufacturer narrative:
Section d and h4 device information updated. Implant facility name: (B)(6) hospital. Implant physician name: dr. (B)(6).

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow up, transesophageal echocardiography (tee) identified a thrombus. The patient had to take additional blood thinners.

Manufacturer narrative:
Implant facility name: (B)(6) hospital. Implant physician name: dr. (B)(6).

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At a routine follow up, transesophageal echocardiography (tee) identified a thrombus. The patient had to take additional blood thinners.